Manufacturer narrative:
The drill attachment was returned to the manufacturer and the complaint was confirmed. Based on the results of the quality investigation, the nose bearings were contaminated with foreign debris. Debris with bearings can cause excessive friction, which may result in heat being generated. Improper or inadequate cleaning/sterilization techniques could contribute to the buildup of debris within this device. The drill attachment could not be repaired and therefore, was not returned to the user facility.

Event description:
It was reported that during a lumbar spine procedure, the drill attachment heated up. The procedure was completed with no delays. No pt or user injury was reported, and no other adverse consequences were alleged with this event.